Event description:
It was reported that the rigid video laparoscope had multiple occurrences of image not displaying. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1, full name (initial reporter establishment name) - (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the charged coupled device (r-unit). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of no image was traced to component failure of the charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.